Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014; 694758 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on a ventricular tachycardia (vt) non sustained episode. It was also reported that there was high left ventricular (lv) threshold. The atrial and lv leads remain in use. No patient complications have been reported as a result of this event.